Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified that pockets in legacy half height drawer 5-1 were intermittently not detected on the bus, cleaned the motherboard contacts and secured all connections, tested the drawer successfully, and the customer verified that it was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.